Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead is exhibiting ventricular oversensing following atrial pace events, inhibiting ventricular pacing. There was also occasional vsp (ventricular safety pacing) noted when oversensing was within 110 ms but frequent pauses due to vos (ventricular oversensing). It was indicated that the patient does have active two rv leads, a pace/sense rv lead implanted from prior system and a defib rv lead. The physician felt that the two active rv leads are far enough apart that they should not be interacting. Reprogramming was done and both rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.